Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's rate was below the lower pacing rate while on telemetry and no pacing spikes were noted. It was suspected that there was intermittent loss of capture on the right ventricular lead. Reprogramming was performed to increase the output and capture was obtained. The lead remains in use. No patient complications have been reported as a result of this event.